Manufacturer narrative:
An analysis was performed on the returned device. The mechanical jam was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation is unable to determine a cause for the reported difficulties. Returned device analysis determined a bond failure between the actuator wire and the tensioner. The cause of the failure cannot be determined. In this case, it¿s possible a restriction in anatomy caused enough friction to break bond. Without bond the foot will not open. All devices are operated 6 times in manufacturing. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a vessel closure was attempted with a prostyle device relative to a procedure. Reportedly, after the device was inserted, the lever was opened and the device was pulled back slightly to confirm proper placement; however, there was no apposition, and the device came out. Upon inspection, it was found that the foot was not moving with the lever. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.